Event description:
The customer reported that during a patient monitoring, an alarm occurred on a physiology parameter. Alarm came visually on the screen, but without any audible alarm.

Manufacturer narrative:
Co has not received any allegation or claim that the reported situation caused or contributed directly or indirectly to a death or serious injury. The sample involved has been received and investigation has been started, but not completed yet. At this point, co cannot conclude whether the device failed to meet its performance and safety specifications claimed in the labeling. The follow-up report will be sent after the investigation is completed.